Event description:
A consumer reported having essure (fallopian tube occlusion insert) inserted. She reported feeling dizzy/ lightheadedness and pain/ache in pelvic area by 2011. Also in 2011, she went to urgent care for chest pains and shortness of breath. She also has had worsening lightheadedness, brain fog, lack of focus, extreme fatigue, mood swings/ irritability (felt as if her blood was on fire), bloated, swelling, constant ache on her left side with occasional shooting pains. She was tested for thyroid and other at her general checkup. Found thyroid low and received meds which helped with shortness of breath. All other symptoms became worse and added joint pain in her hands, hips, knees and ankles. More testing and specialist referral for lupus, fibromyalgia and rheumatoid arthritis, but all tests came back negative except elevated panel values indicating inflammation. She was given anti-inflammatory for about 10 days and felt better, but symptoms returned after medication therapy was complete. On (B)(6) 2013, the consumer had essure removed via laparoscopy. She immediately felt that ache/pain in pelvic area was gone. After about a month, she had no brain fog, had energy back, could focus/ concentrate and work again. She no longer had joint pain in her hands, hips or knees and the swelling has come down. She no longer felt that she was on fire or a general unwell feeling. Her panel blood values were coming down as of last testing. The consumer was feeling so much better.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.